Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "laparoscopic cholecystectomy". "Upon introducing the clip applier there was significant drag going into the trocar cannula. Once inside, when the surgeon tried to load clips they did not readily advance into the jaws but seated slowly. During one application the surgeon reported the tips of the clip scissored. The surgeon was given a second universal clip applier which worked well, and the procedure proceeded uneventfully." Additional information was received via email from implementation specialist on thursday (B)(6) 2018 at 3:16 pm. "I was not in the case the problem occurred in, but I have been in 4 other lap choles with the surgeon using universal clip, so I can answer the first question. He puts it through a 5 mm kii z-thread cannula. I had instructed him in two earlier cases not to preload prior to putting it in the cannula, and my guess is he remembered that for this case. My guess is he would not have noticed the feeder if it was advanced. Fyi, I was in a case with him this week and universal clip worked fine." Type of intervention: "the surgeon was given a second universal clip applier which worked well, and the procedure proceeded uneventfully." Patient status: "no patient injury".

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Testing was performed on the event unit. Upon visual inspection, engineering observed that the feeder, a metal component located in the shaft, was damaged. Based on the condition of the returned unit and the description of the event, it is likely that the difficulty in inserting the event unit into the trocar and the scissored clip were caused by the damaged feeder. The instructions for use (IFU) states "do not place the clip applier through the trocar if a clip is present in the jaws. Doing so may result in damage to the device... " and "completely release the trigger after firing. A partial release of the trigger may disrupt the clip feeding sequence and cause clip malformation." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.